Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging increased congestion, clogged ears and headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging increased congestion, clogged ears and headache related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal and external aspect of the device was inspected and the manufacturer observed beige contamination on the bottom enclosure which connects to the front panel of the device and dark contaminant found at blower seal on blower box. The manufacturer also observed potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. There was black contamination at the air outlet of the blower box which is consistent with keratin contamination was observed by the manufacturer. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination and water ingress were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 were updated in this report.